Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a crack and a leak was observed on two units of polyflux 170h during patient use. Blood loss of 100 ml was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and 14 companion samples was provided for evaluation. The visual inspection of the provided photos showed a part of one product with the barcode. Blood in the blood and dialysate side was visible. A leak test was performed on all 14 companion samples and a leak was observed on 4 of the products. The reported condition was verified. The cause was a broken fiber with a lengthwise crack in the membrane. The fiber dimension were out of specification. A nonconformance has been opened to address this issue. 10 companion samples had no leaks verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.